Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The instrument was placed and driven on an in-house system and the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument sealed and cut successfully. There was no physical damage on the snake wrist cables nor main tube observed during testing that would have caused the failure. The instrument passed continuity test upon testing. The instrument was fully functional. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated difficulty due to lack of intuitive operation; when attempting to turn right, the vessel sealer extend instrument moved left, resulting in operational challenges. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument. The movement of the surgeon scale was not appropriately to the instrument. The movement was the same scale but went the opposite direction. When trying to turn right, the instrument turned left. The timing of the instrument movement was without delay/lag. There was no shakiness and/or friction. There was no instrument-to-instrument or system arm-to-arm interference no was there any external collisions. The issue was persistent and was not related to any patterns. The customer carefully used this instrument throughout the procedure. The surgeon did not have the lot number to the drape, and it was not available for return. There was no injury to the patient due to this issue. The device was not inspected prior to use. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. The issue occurred when they started to use this instrument.